Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative confirmed the reported issue. No confirmation of part replacement is available at this time.

Event description:
A site representative reported that there was an oil leak from the hv tank of the imaging system. There was no patient present at the time of the issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hv tank was replaced to resolve the issue. The imaging system then passed the system checkout and was found to be fully functional.